Event description:
January 31: charge nurse reports via phone, that staff were attempting to perform an undetermined urology procedure when the sys fluoro failed. Pt procedure was cancelled and pt sent to facility emergency department. Charge nurse would not provide any further details except to report the pt is fine. No reported injury.

Manufacturer narrative:
Field svc engineer (fse) was troubleshooting the reported generator fluoroscopy problem per sedecal service manual (B)(4) when the generator started to work properly. Fse suspected a possible loose connection and reseated all connectors on the atp board. Fse verified proper operation per service checklist (B)(4) and returned the unit to svc.